Manufacturer narrative:
Lot/serial:(B)(4) = UDI: (B)(4). Lot/serial:(B)(4) = UDI: (B)(4). Manufacturing evaluation performed. Results pending completion of evaluation. Conclusion not yet available.

Event description:
On (B)(6) 2015, the patient underwent an endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. It was reported the trunk ipsilateral leg component (rlt231418j) and a contralateral leg component (B)(4) were implanted on the left side without any issues. Cannulation of the contralateral gate was performed via upper limb approach. A snare catheter was inserted from the right femoral artery to catch the guidewire reached in the aneurysm. However, the snare catheter could not be advanced through the tortuous right iliac artery. The physician determined to insert a gore dryseal sheath (B)(4) to help the insertion of the snare catheter. During the insertion, an ultra-stiff wire was reportedly used. The physician thought the (B)(4) was inserted properly through the right femoral artery over the ultra-stiff wire. As the (B)(4) was advanced, the fluoroscopic image showed the (B)(4) was outside the access vessel. The physician suspected the rupture of the right common iliac artery by the (B)(4) and elected to covert the procedure to an open repair. During the open surgery, it was confirmed that the (B)(4) was not inserted properly into the right femoral artery, but it was advanced into outside the artery into the abdominal cavity. There was no rupture of the access vessel. The rlt231418j and (B)(4) were explanted, and the aneurysm was repaired with a vascular graft. The patient tolerated the procedure.

Manufacturer narrative:
Manufacturing evaluation performed. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to surgical conversion.

Manufacturer narrative:
Corrected date of event.